Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the unit passed all functional and image tests with no problem. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): caution do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during preparation for use the subject device had a noisy image. There were no reports of patient harm.